Event description:
Customer reported that the device would power on by itself. The reported issue could deplete the installed battery pre-maturely and the device would not turn on. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device was observed that it would power on as soon as a battery was inserted and it would not power off unless the battery was removed. Physio also observed several fault codes logged repeatedly in the memory. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the root cause of malfunction to be a flux contamination around the u38 ic chip. The flux contamination was cleaned and proper assembly operation observed with no further issues.